Event description:
The customer contacted baxter's technical service center to report the home choice (hc) machine throwing circuit breakers after use. The machine is being returned due to the machine throwing circuit breakers every time it's turned on. The baxter technical service representative (tsr) would swap the unit. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite electrical safety analyzer test was performed and passed and rite functional test, was determined to not meet specification for the reported problem. The reported problem of a hc tripping circuit breakers was confirmed. The assignable cause of the reported problem was determined to be fluid contamination. This issue is being investigated through CAPA.